Manufacturer narrative:
The samples were serum. Unknown if controls were within specification prior to the event. Post event, the customer ran precision runs of mg with three lots of reagents. The results from two of the lots were not within the acceptable precision. The customer replaced the lot, however that did not resolve the issue. A bci field service engineer (fse) visited the customer and performed performance verification test (pvt) which failed pvt2 test. Fse replaced parts and reran pvt2 which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high magnesium (mg) results generated by the unicel dxc 600 pro synchron chemistry analyzer. Unknown if the results were reported out of the laboratory. The customer did not provided results for this event.